Event description:
A 27-cs01614 bd/alaris 8100 pump (B)(6) and controller 27-cs04161 (B)(6). Simulated over infusion. Pump was set to 2 ml/hour but ran at ~500 ml/hours. Reference reports: mw5146091, mw5146093.